Manufacturer narrative:
Additional information: h6. Correction: b5. Post op CT scans or pictures from the issue were not provided for investigation, thus, the reported event could not be confirmed. The implant was successfully implanted without surgical delay or the need for additional equipment, though the sales representative could not provide photos of the reported issue but indicated the area of concern in a design image. Analysis confirmed the implant met design specifications and quality standards, with no discrepancies found in manufacturing or inspection records. Based on the investigation steps performed, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and /or preventive actions are deemed necessary at this time.

Event description:
It was reported that the implant should have covered the whole entire temporal bone section but has been implanted successfully. It turned out that the previously made statement (device needed to be cut in half) has belonged to another case and was therefore evaluated in another investigation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the implant should have covered the whole entire temporal bone section and had to be cut in half to make it fit during surgery.